Event description:
The customer reported, the c-arm quite fluoroing, also arm of machine was intermittent when going up or down. Pt involvement is unk.

Manufacturer narrative:
The service rep performed the following: on (B)(4) 2007, arrived on site with ps2 & ps3 removed and replaced both power supply's. Found +24 vdc missing. On (B)(4) 2007, replaced both power bd and power/sig interface pc bd's still no 24vdc. On (B)(4) 2007, troubleshot system with factory tech support and replaced all pcbd's in c-arm frame still no 24 voltsdc. On (B)(4) 2007, arrived on site and troubleshot complete system again with regional tech support on phone w/more parts and still no 24vdc. On (B)(4) 2007, arrived with 2 more fse to trouble shoot 24vdc problem and found replacement p/s 3 power supply defective from factory. Installed customer org p/s so that operating room studies could be completed. On (B)(4) 2007, install a good replacement ps3 power supply. Tested system by completing 6 power-up reboots and moving c-arm up and down with no problems oe errors. System functions as intended with no problems.